Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the rigid endoscope sheath exhibited a ceramic tip broke off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the ceramic tip was repaired by an unauthorized third party. As a result, the defined biocompatible and mechanical characteristics are no longer guaranteed. Olympus will continue to monitor field performance for this device.